Manufacturer narrative:
The microsensor (ID 826631) was returned for evaluation. Device history record (DHR) - the product code 826631 with lot 7189581, conformed to the specifications when released to stock. Failure analysis - catheter crimped 52.3cm from distal end and possible internal wire damage. Icp express read ¿no transducer detected¿. The sensor balance unstable and cannot be adjusted. The complaint was confirmed. Root cause analysis - the possible root cause for this issue reported by the customer could be due to incorrect set-up of device and could also be due to mishandling of the catheter.

Event description:
A facility reported a microsensor (ID 826631) showed -99 mmhg in the icp monitor (ID 826635). The event happened before implantation site closure and no surgical delay was reported. The procedure was completed with a replacement product available.